Event description:
A healthcare facility in oklahoma reported via a fisher & paykel healthcare (f&p) field representative that the iw930aeu servo-control cosycot infant warmer failed the power failure alarm test during a device maintenance. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, iw930aeu servo-control cosycot infant warmer was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the subject device failed the power failure alarm test during a device maintenance conclusion: we are unable to determine the cause of the reported event. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks - including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.